Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided.

Event description:
The customer reported that a mms fell off the monitor and nearly missed an or tech who came to take a bed for surgery. The device was in clinical use at the time the issue was reported. There was no adverse event or patient harm reported.